Event description:
It was reported that the patient received inappropriate therapy from the right ventricular (rv) lead and experienced exit block. The rv lead was explanted and replaced. During the explant procedure it was noted there was dense fibrosis at the puncture site and in the area of the subclavian vein, and knots on the insulation of the electrode distal to the sleeve (potential damage site. The rv lead electrode, previously implanted in the rv apex, was exposed up to the sleeve, and a hard stylet was inserted. The intracardiac screw was unscrewed, but the electrode could not be mobilized effortlessly, prompting preparation for the use of a peeling instrument. The electrode was freed from dense fibrosis at the puncture site and in the subclavian vein using a cook sheath and rotational handle and was then completely extracted. Knots on the insulation distal to the sleeve were noted as a potential damage site. The electrode was handed over for technical examination. Through the created access, a catheter was inserted and phlebography was performed, which showed occlusion of the medial subclavian vein. Recanalization was performed using a guidewire and a balloon catheter. The axillary vein was then punctured, and a new rv lead was implanted with good measurement values. Hospitalization and surgical intervention were required as a result of the event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported the lead exhibited oversensing.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. The overlay tubing of the lead was extrinsically breached due to a cut. The proximal conductor of the lead became extrinsically fractured due to a cut. The distal conductor of the lead became extrinsically fractured due to a cut. The interior right ventricular defibrillation cable was extrinsically cut. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The inner tubing of the lead was extrinsically breached due to a cut. The inner insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated apparent explant damage. The overlay tubing, outer insulation, inner insulation, inner tubing, distal conductor, internal rv defib conductor, and proximal conductor cut at 8 cm, extrinsic damage. The over lay tubing and outer insulation were cut at 20 cm, extrinsic damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: h6-fdc/annex d. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.